Manufacturer narrative:
It is unknown if the broken piece of this device remains in the patient. No more information is available but if it becomes available this report will be updated. The DHR was reviewed and it is documented that this device was manufactured to specifications. Device not returned.

Event description:
According to the medwatch filed by the hospital "during an open reduction and internal fixation of the patient's acetabulum, the zimmer drill was put over a guidewire just past the fracture site and the drill tip broke off into the patient's bone".